Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore through the pivotal study for the gore® ascending stent graft in the treatment of lesions of the ascending aorta (asg device): on (B)(6) 2025, the patient was implanted with gore® tag® conformable thoracic stent graft with active control system while using a gore® dryseal flex introducer sheath to treat a thoracic aneurysm. It was reported that during the endovascular procedure there was a right common iliac artery tear. Bleeding from right common iliac artery where the vessel wall tore over the calcified plaque. Due to this, the patient was hypotensive briefly and required a blood transfusion. Blood loss -2000 units. The tear resolved without sequelae. The patient tolerated the procedure.